Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as dizziness and nausea and treated with insulin pump after changing the set. Customer's blood glucose value was 277 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were air bubbles. There were no site or insulin issues. The device settings were correct. Insulin pump was damaged near the reservoir compartment. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No bolus anomaly or basal anomaly noted during testing. The low reservoir alarm functions properly. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked case at reservoir tube window corner.